Manufacturer narrative:
(B)(4) 2014. Lymphadenopathy, eye infection, neurological infection, headache, blister, calcinosis, malaise assessed as serious and possibly related.

Event description:
This spontaneous case was received on july 3, 2014 from a consumer and concerns a female patient. The patient's medical history and concomitant medications were not reported. On an unknown date 2 years ago, the patient started treatment with perlane (cross-linked hyaluronic acid dermal filler) injection for a cosmetic procedure. The batch number used was not reported. On the day after the injection, she became sick with side effects including lymph node inflammation, infection of eyes and nerve, headaches, blisters on eye, and calcium deposits. She stated that she was "in and out of hospitals." The patient also inquired about side effects of the product and the patient was instructed to contact her physician for further follow-up. The patient did not know whether she was injected with perlane or perlane l. She declined to participate in the adverse event reporting and hence no other information could be obtained. No additional information available at this time.